Event description:
It was reported that the ventricular device was not providing pacing support, was unable to be interrogated, and had no magnet response following an ablation procedure following the implant procedure. The event was unable to be resolved by applying a magnet and changing the electrodes. The device was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported events of no pacing and failure to interrogate were not confirmed. A visual inspection revealed no anomaly on the helix, and the helix length was within required specification. The device was operating in read only memory (rom) mode upon receipt, which is consistent of having occurred during radiofrequency ablation. Exposure to radiofrequency ablation can cause a device electrical reset. The device was restored for analysis. Further analysis performed, including output verification revealed no anomaly contributing to reported event of pacing problem. The device was able to be interrogated successfully throughout analysis. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.